Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 stating that the pump did not retain the time on a steady basis. The reporter indicated that the on (B)(6) 2013 the pump was found to be reading 3 am instead of 8 am. The reporter confirmed no changes to the pump date. The reporter confirmed that the time was set using the pump not the meter/remote. The reporter did not have the pump in hand for troubleshooting of the event. This report is made based on the allegation of the pump time issue.

Manufacturer narrative:
Follow-up # 1 [date of submission 08/15/2013] - device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was evaluated and was found to be keeping time accurately. The pump history was reviewed and manual time changes were observed. There were no defects found with the product.